Event description:
During preparation for a cryablation procedure a polarsheath was selected for use. It was reported that a "black-like foreign object" was observed on the handle part of the device". This was discovered during preparation prior to sedation, outside the patient. The sheath was exchanged and the procedure was completed with another device of the same type. There were no patient complications reported.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. Visual inspection revealed no external abnormalities. The device was inspected upon return for a potential foreign object, but nothing out of the ordinary was noted. The reported event of foreign matter was not confirmed as the device passed all relevant testing and visual inspection.

Event description:
During preparation for a cryoablation procedure a polarsheath was selected for use. It was reported that a "black-like foreign object" was observed on the handle part of the device". This was discovered during preparation prior to sedation, outside the patient. The sheath was exchanged and the procedure was completed with another device of the same type. There were no patient complications reported.